Event description:
The patient called to report that they have been having trouble breathing. Follow-up information that was obtain stated that the patient has not been seen in quite some time and is not enrolled in carelink. Therefore, no further information was able to be obtained if the patient's symptom is or is not related to the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.